Event description:
It was reported that the analyzer was reading incorrect current values during a case. The analyzer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID 2090, serial # (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).